Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer treated with manual injection and reported that the insulin was expired. Customer reported that the blood glucose reading remained high due to insulin used for treatment was expired. Customer's blood glucose value was 600 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on the morning prior to call. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer also reported that the insulin pump had a battery out limit alarm and troubleshooting was performed and completed. The product was not returned for analysis.